Manufacturer narrative:
.

Event description:
A report was received that the patient will undergo a lead replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent lead replacement procedure. The procedure was done because existing lead moved and patient was not getting adequate coverage. The physician did not suspect device malfunction but a previous physician error. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient will undergo a lead replacement procedure for an unknown reason.